Event description:
This report is being filed after the subsequent review of the following literature article: gardner, s. Et al (2015). Predictors of early failure in young patients with displaced femoral neck fractures. Journal of orthopaedics, 12, 75-80. The authors conducted a retrospective review of a prospectively enrolled trauma database at three level one trauma centers from january 2000 through december 2010 to compare early failure rates in patients less than 60 years of age with displaced intracapsular femoral neck fractures. The patients were treated with either construct: fixed-angle sliding hip screw (shs) utilizing synthes dynamic hip screw (dhs) system or synthes screws: either three 6.5 millimeter (mm) or three 7.3mm cannulated partially threaded cancellous screws (cs). The final cohort study was 69 displaced femoral neck fractures in 68 patients (38 men and 31 women). Forty patients (21 men and 19 women) were treated with shs; 29 patients (17 men and 12 women) were treated with cs. The median follow-up for those patients that did not fail prior to six months was 18 months. The primary outcome measure, early failure, was defined as loss of reduction requiring further surgery within six months of the index procedure. Secondary outcomes included nonunion defined clinically by pain and radiographically by the lack of bony healing at the fracture site, and symptomatic avascular necrosis (avn) of the femoral head. These secondary outcomes also required further surgery. Results included the serious injury of four patients who experienced non-union and five patients who experienced symptomatic avn. All of the patients required further surgery. This is report 3 of 5 for (B)(4). This report is for an unknown dhs construct.

Manufacturer narrative:
Gardner, s. Et al (2015). Predictors of early failure in young patients with displaced femoral neck fractures. Journal of orthopaedics, 12, 75-80. This report is for an unknown dhs plate/unknown quantity/unknown lot; hwc; screw, fixation, bone. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.